Event description:
Additional information received reported that the seal for the hex wrench fell out before implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, the surgeon noticed that a setscrew had popped out of the neurostimulator connector block. Another neurostimulator was used to complete the implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the neurostimulator model 37603 serial (B)(4) found the setscrew grommet was missing. There was no evidence of adhesion of the grommet to the connector module. The connector module had been through a siloxane treatment evidenced by the fact that medical adhesive did adhere to it when it was properly cleaned.

Manufacturer narrative:
(B)(4).